Event description:
It was reported that this right atrial (ra) lead exhibited decreased in atrial wave amplitude, increased in threshold measurements from 0.6 volts with 700 ohms of impedance at implant and sensing became lower due to suspected lead micro dislodgement. There was no sign of perforation noted under x ray. As of this time, this ra lead remains in service. No adverse patient effects were reported.